Manufacturer narrative:
No product was available to be returned.

Manufacturer narrative:
No product was returned for evaluation. Lot/serial number is not available. Therefore no investigation was possible.

Event description:
On (B)(6) 2013, it was reported that after inserting the infusion set into a patient, the nurse had her 4th finger pricked by the introducer needle which she had placed on a tray. The nurse did not experience any complications following the finger prick. No product is available to be requested to be returned for product evaluation.